Event description:
It was reported that during the right atrial (ra) lead implant procedure, the ra lead exhibited high capture threshold leading to loss of capture. The ra lead was replaced and the procedure continued with the new lead on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of high capture threshold leading to loss of capture was not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray inspection did not find any anomalies.